Manufacturer narrative:
(B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpblue device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. In addition, it was connected to a test device and tested with test media and performed as expected. Handpiece was tested on an impedance analyzer and was found to have a phase margin of 240.5 hz which is within specification. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpblue device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. In addition, it was connected to a test device and tested with test media and performed as expected. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure there were failures in the quality of the sealing intraoperatively with the instrument (focus). The device had a much slower seal than usual. The patient ended up experiencing postoperative bleeding. The patient needed a reoperation. The patient is well today. The transducer cable was checked and it gave a sealing failure but when the disposable was used with a new cable, it worked correctly.

Manufacturer narrative:
(B)(4). Batch #: r94v72. Additional information was requested and the following was obtained: in the event description it was mentioned: "in previous cases postoperative bleeding". Were these issues previously reported in other product complaints? If yes, please provide the product complaint numbers. No, because the customer didn't advice us. That happened was the following: the day indicated in the complaint first thing in the morning the client is spoken to in a routine visit and he indicates that he has had very slow sealing problems in several patients on previous dates that he does not specify. He said two of these patients had postoperative bleeding and they had to be reoperated. I asked him about when have another surgery. He said just in this moment. Then I sent into the surgeon theater to assist two surgeries. In first one he used a new hpblue in a thyroidectomy with fcs9f and everything was perfect. In the second surgery he had to use he tried to use the three reported hpblue but with the three the work of the focus fcs9f was very slowly. Then he had to take the thunderbeat of olympus to make the surgery. Did the prolonged procedure clinically impact the patient? No. If so, how did it clinically impact the patient? - did the patient require any additional treatment as a result? Such as I have told in the paragraph above. Did the extended surgery time due to the issue with the device change the plan of care for the patient? No. What is the current condition of the patient? The patient is well. Was there any other action taken for the prolonged time of the surgery? No. What were the 2 original surgical procedures the devices were used in? Thyroidectomy were all the seals hemostatic at the end of the original procedures even with the sealing taking longer? They finish all the sealing procedures. They are experience surgeons. What disposables were used in the cases and can the batch/lot numbers will be provided? Fcs9f. No, they don't have this information. Were there any generator alert screens? No. Why does the surgeon believe that this is a hpblue issue and not an issue with the disposable? They do not know for sure in the patients with whom there were problems, but they were able and we were able to verify in subsequent surgeries that when a cable used in slow sealing surgeries was put in, it was sealed slowly and when a new cable was put in with the fcs9f itself was running at normal speed. Can details be provided regarding the testing mentioned in the additional information that was provided? Has been described with all available data were reprocessed disposables used? No how long after the original surgical procedures were the post op bleedings identified? During the postoperative period before the discharge of the patients, during their stay in the hospital where was the bleeding located? In the area where the surgery took place was it confirmed that it was in an area where the harmonic device was used? Yes, just around. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of a gen11 displaying handpiece information. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.